Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
At the user's request, she was explanted due to poor speech recognition. The user has been re-implanted.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory and decreasing over time; however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. Device investigation revealed minor damage due to device minute mobility explaining the reported one affected channel whilst implanted. However, the remaining 11 channels available for stimulation should have been enough to provide satisfactory benefit with the device. Other mechanical damages found are most likely attributable to the explantation surgery. This is a final report.

Event description:
At the user's request, the user was explanted due to poor speech recognition. Re-fitting could not resolve the issue and high stimulation levels were required. The user was re-implanted on 13-dec-2021. According to the device explantation report, the electrode array was found fully inserted. The user benefits from the new device and freiburger monosyllables were measured at 60%.